Event description:
Reportedly, the stapler was closed and fired on lower bronchus. When the stapler was opened, it did not release from the bronchus. The device had to be cut off tissue in order to remove it. Surgeon sutured to complete the procedure. Sex: male, procedure: lobectomy.

Manufacturer narrative:
During a routine review of our complaints this ftr was re-evaluated. Because the info available for the description of the event is insufficient to support a conclusion that an adverse event did not occur. The complaint will be reported to the FDA as an adverse event.